Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was storing her cartridge of strips on the kitchen counter. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." After the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. As of this date, the strips and control solution were not received by the user. If new information is obtained, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On january 22nd, 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings of 253 mg/dl and 259 mg/dl from her dario meter. Due to the above, the user opened and tested with a new cartridge of strips and received a bg reading of 161 mg/dl from her dario meter. Following the above, the user tested four additional times using the original strips and received the following bg readings: 229 mg/dl, 231 mg/dl, 233 mg/dl, and 235 mg/dl.